Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the shaft of the neuron max 088 long sheath was ovalized approximately 25.0 cm from the hub. The ovalized area was approximately 3.0 cm in length. Conclusion: the complaint has been evaluated. The complaint indicates that the dilator would not advance through the neuron max 088 long sheath. Evaluation of the returned device confirmed the incompatibility between the dilator and catheter. In addition, an ovalization was discovered in the proximal region of the catheter shaft. Based on the description of the event and the condition of the returned product, it appears that the neuron max long sheath was ovalized due to handling when removing the device from the package or during preparation for use. The ovalization compromised the lumen of the catheter, reducing the inner diameter and making it difficult to advance the dilator. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088. During preparation for the procedure, the physician could not push the dilator through the neuron max and saw that there was a slight narrowing approximately 30 cm along the catheter. The physician used another neuron max to complete the procedure.